Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call. The cause for the initially discordant low result is unknown. The customer's quality control results were within acceptable limits and there were no other known discordant total hcg patient results reported at the time of the incident. On a subsequent fse visit and follow up, there were no other discordant total hcg results reported by the customer. No conclusion can be drawn.

Event description:
A discordant low advia centaur xp total hcg result was obtained by the customer on a patient sample and the result was questioned by the physician. The customer performed repeat testing on another advia centaur system and the result was higher. There was no known report of adverse health consequences due to the discordant low total hcg result.